Manufacturer narrative:
(B)(4). Signs of blood and clinical use were observed. A visual inspection was performed. There were no defects observed to the silicon insulation or the heater wire. There were no visual conformities observed with the jaw. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method " . The device activated and transected tissue five (5) times with no cautery failure observed. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. We were unable to observe any electrical issues or failure to cut for the complaint unit during our testing. Based on the return condition of the device and the evaluation results, the reported complaint is not confirmed for the reported failure mode " failure to cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery forceps were not cutting/ burning through tissue effectively - taking extended period to cut through tissue or not cutting at all. All the cable connections were checked and reattached, the setting on the power supply was increased, the jaws were cleaned but there was no change in effectiveness. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery forceps were not cutting/ burning through tissue effectively - taking extended period to cut through tissue or not cutting at all. All the cable connections were checked and reattached, the setting on the power supply was increased, the jaws were cleaned but there was no change in effectiveness. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery forceps were not cutting/ burning through tissue effectively - taking extended period to cut through tissue or not cutting at all. All the cable connections were checked and reattached, the setting on the power supply was increased, the jaws were cleaned but there was no change in effectiveness. A replacement device was used to complete the procedure. The hospital did not report any patient effects.